Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During a laparoscopic surgery, three devices were used. The tissue pad of the first device was separated and the user became unable to use the first device. The user exchanged the first device for second device and continued the procedure. However, the same phenomenon recurred. The intended procedure was completed with the third device. There were no fallen fragments. There was no patient injury reported. This is the report regarding the second device.

Manufacturer narrative:
The tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. The manufacturing record was reviewed and found no irregularities. It is likely occurred the peeling tissue pad by the following mechanism: ultrasonic energy was delivered with no tissue present between the closed grasping section and the distal end of probe*. This caused the tissue pad to be worn away. Note: such a state could also appear after the target tissue was cut off. The tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The above device handling has warned in the instruction manual.